Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a total reverse shoulder arthroplasty. Subsequently, the patient was revised due to dislocation caused by a fall and disassociation of the glenosphere, with subsequent pain and loss of range of motion. During revision it was noted that the poly had worn due to the disassociation of the glenosphere. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. X-ray review demonstrated that the humeral cup was aligned with the far inferior aspect of the glenosphere, consistent with subluxation. No frank dislocation. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause is determined to be related to patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent a total reverse shoulder arthroplasty. Subsequently, the patient was revised due to dislocation caused by a fall and disassociation of the glenosphere, with subsequent pain and loss of range of motion. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : glenosphere mini baseplate, lot number: 209590, catalog number: 010000589. Fixed locking screw, lot number: 920060, catalog number: 180553. 6.5mm central screw, lot number: 343300, catalog number: 115399. Fixed locking screw, lot number: 755610, catalog number: 180551 . Fixed locking screw, lot number: 983410, catalog number: 180552. Humeral bearing, lot number: 942170, catalog number: ap-115393. Glenosphere, lot number: 318690, catalog number: 115313. Humeral tray w/lock ring, lot number: 797180, catalog number: 11-113685. Unknown humeral stem.

Manufacturer narrative:
(B)(6). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Additional revision procedure for this patient reported on medwatch number 1825034-2016-01930. Product location unknown.

Event description:
A shoulder revision procedure has been indicated due to dislocation after a fall approximately one year prior to revision. No revision procedure has been reported to date.